Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the balloon would not collapse sufficiently to be removed from the scope. The scope was removed and the catheter was cut off. The scope was re-introduced to confirm sufficient dilation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.